Event description:
The rep reported the device was used in an unknown procedure. It was reported the atw35 was closed to go through the trocar and would not open once it was in position. After it was taken out they could not get it to open. Another atw35 was opened to complete the case.